Event description:
The event occurred on an unspecified date and involved a 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, spin luer, bag hanger where it was reported the add on sets are disconnecting at the drip chamger. There was patient involvement but unknown patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Even though no product samples, pictures, or videos were received for investigation. Based on the lot history review, the complaint of separation on item 011-c6028 can be confirmed. The probable cause was typical of unintentional pulling forces applied during use. Lot history review: lot#5206407 was reviewed, and the same failure, customer, lot, and description were found in several complaints.